Event description:
A patient reported that six weeks after the x-stop procedure, the x-stop implant was no longer in place. No further information was provided.

Manufacturer narrative:
Other, reported by patient. The filing of this report does not constitute an admission that any device discussed herein caused or contributed to a reportable event.